Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) exhibited an error code at a routine follow-up examination that indicated possible voltage on the shocking leads during charging. The code was cleared and the ICD re-tested, but the code recurred. The ICD was replaced and returned to cpi for analysis.